Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a feature of the pump¿s design/software; the alarm needs to be cleared and the pump will continue infusing. Per the customer reported information, the pump seemed to be operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the failure modes of the pump not recognizing the syringe before infusion and the pump stopping midway alerting to an emptied syringe during infusion occurred. It was reported that there were 8 occurrences of these failure modes with unknown serial numbers. If the serial numbers become known, additional reports will be filed."

Manufacturer narrative:
Device not received by manufacturer. Date of event is unknown. Device manufacture date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.